Event description:
Same case as MDR ID: 2134265-2014-03504. It was reported that guide wire perforation of the catheter occurred. An unspecified pt2 guide wire was advanced to the lesion. A 3.50x12mm promus premier stent delivery system (sds) was selected and advanced however, it was noted that the sds got "stuck" on the wire before it was introduced into tuohy. The sds was removed off the wire. The wire was rewiped. During the second attempt, the sds was reintroduced on the wire. The wire perforated the shaft of the delivery system proximal to the balloon that the stent was mounted on. They removed the sds off the guide wire. The procedure was completed with another 3.5mm x 12mm promus premier stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product mandrel was not returned to the complaint investigation site for analysis. Due to the condition of the returned device it was not possible track this device over a guidewire. The proximal and distal inner was severely kinked and accordioned across its length. The investigator inserted a 0.14in guidewire through the device at the guidewire exchange port and the guidewire was observed to have penetrated the outer lumen 12mm distal to the bi-component bond. The investigator was able to insert a guidewire through the tip of the device which then exited through a perforation in the outer 12mm distal to the bi-component bond. A visual and microscopic examination found no issues with the crimped stent, balloon and tip section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03504 . It was reported that guide wire perforation of the catheter occurred. An unspecified pt2 guide wire was advanced to the lesion. A 3.50x12mm promus premier¿ stent delivery system (sds) was selected and advanced however, it was noted that the sds got "stuck" on the wire before it was introduced into tuohy. The sds was removed off the wire. The wire was rewiped. During the second attempt, the sds was reintroduced on the wire. The wire perforated the shaft of the delivery system proximal to the balloon that the stent was mounted on. They removed the sds off the guide wire. The procedure was completed with another 3.5mm x 12mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.